Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 500 mg/dl. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was also 500 mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. The basal settings were correct. The pump passed the self test. Customer was advised to follow up with their doctor about the high blood glucose. No further assistance was necessary.